Event description:
It was reported that the clear portion of the bd¿ sharps collector lid was missing. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing clear lid component of sharps collector. According to the customer's verbatim report, there was no clear component of the lid."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: na. Investigation summary: according to this investigation, there is not enough information provided from customer like a picture showing the nonconformance, however within the report, customer describes there was no clear component of the lid (slider) and it can be confirmed that the product was manufactured by (B)(4) on november 18, 2021. With that explanation, the issue reported under this complaint can be confirmed as related to the manufacturing process since this issue had already been identified within the process. As part of this investigation, it was noted that this product is manufactured in machine bd12, which already has an improvement action implemented (vision system to detect misplaced or lack of slider) under CAPA record (B)(4). In addition, a review of customer complaint records was performed according with the cc¿s records, three additional complaints were received through the last twelve months for the same product family and issue. For this reason, quality alert has been already implemented and currently open in force from previous customer complaint in order to aware all the personnel involved in the manufacturing process of this product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.